Event description:
During electrical stimulation therapy to stasis ulcer of left foot pt experienced sudden, rather severe shock (very painful, caused jaws to lock). Because initially no electrical stimulation felt by pt, current was increased to higher level. Upon movement of foot by pt a sudden electric current was felt.